Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse calibrated the probes. The cse discovered that acid was leaking from the pump fitting, and replaced it. Quality controls were run, resulting within range. The cause of the discordant, (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result above the cutoff for mandatory confirmation testing was obtained on an advia centaur instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur instrument, which resulted (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.